Event description:
The device evaluation noted the downstream occlusion seal and upstream occlusion seal to be separating from the chassis. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream and upstream occlusion seals to be separating from the chassis. Functional testing was performed. The downstream and upstream occlusion seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.